Manufacturer narrative:
Auto-gloss station repair. (B)(4).

Event description:
On (B)(6) 2011 customer reported that auto-gloss fluid was leaking from the left probe of the dxc 660i instrument. Customer stated that the fluid was confined to the area inside the closed-tube aliquoter around the probe. No injuries or erroneous results were reported. Field service engineer (fse) examined the instrument and repaired the auto-gloss station. No further leaks have been reported by the customer.